Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient was shocked twice. The right ventricular lead was reported to have been fractured and shorted out while connected to a boston scientific defibrillator. The defibrillator could not be interrogated. The lead and device were both explanted. No additional information was reported.